Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced skin breakdown and device extrusion at the implant site. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient reportedly underwent repositioning and flap revision surgery. The recipient experienced no infection, however, was prescribed antibiotics prophylactically. The recipient's device was reactivated. This is the final report.